Manufacturer narrative:
H3, h6) the product ID: 9735764, lot number: 1810c00571, was returned to the manufacturer for analysis. In summary, the computer passed all burn-in testing, but was not able to produce a "picolo" image due to a bad video capture card. Previously reported codes, b01 and d02 are applicable as well as newly reported code, c07. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735764. H3: the system was serviced in the field, and hardware parts were replaced. Codes b01, c13, d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the site booted the system to a "no video detected" message on the main cart monitor and a "no source signal" message on the camera cart monitor. The system had been used previously in the day. No patient was present. Troubleshooting information was provided. The medtronic representative (rep) hard rebooted the system twice and was then able to see normal video on both monitors. After then rebooting through the software the no video/no source messages returned. The probable cause was the graphics card.